Event description:
A company representative reported that a patient underwent revision surgery to address six migrated everest set screws. This event will be reportable to the FDA as a serious injury. This report captures the third of six everest set screws.

Manufacturer narrative:
An updated communication received from the field indicates that only two everest set screws migrated. These events are captured in 3004774118-2024-00105 and 3004774118-2024-00104. Therefore, there is no allegation of device failure against the device captured in this record; this device is concomitant and this event is no longer reportable to the FDA.

Event description:
A company representative reported that a patient underwent revision surgery to address six migrated everest set screws. This event will be reportable to the FDA as a serious injury. This report captures the third of six everest set screws.